Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that they will do a system extraction as patient has infection. They interrogated the device and turned tachy therapy off and everything looked normal. The doctor was opening the pocket and using cautery during the process but then they lost telemetry with the device. The physician was dr. (B)(6)ell. The hospital was unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)